Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The battery of this device dropped from 3.5 years to three months remaining in one year. A request was made to have the data from this device analyzed. Data analysis shows that the device is depleting prematurely and has not triggered a voltage alert so far, but the actual and estimated battery voltages started to dissociate. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental report is created to correct field h2: if follow-up, what type. The returned implantable cardioverter defibrillator (ICD) device was analyzed and the elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The battery of this device dropped from 3.5 years to three months remaining in one year. A request was made to have the data from this device analyzed. Data analysis shows that the device is depleting prematurely and has not triggered a voltage alert so far, but the actual and estimated battery voltages started to dissociate. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the implantable cardioverter defibrillator (ICD) has been removed and a new one has been placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The battery of this device dropped from 3.5 years to three months remaining in one year. A request was made to have the data from this device analyzed. Data analysis shows that the device is depleting prematurely and has not triggered a voltage alert so far, but the actual and estimated battery voltages started to dissociate. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the implantable cardioverter defibrillator (ICD) has been removed and a new one has been placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental report is created to correct field h2: if follow-up, what type.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The battery of this device dropped from 3.5 years to three months remaining in one year. A request was made to have the data from this device analyzed. Data analysis shows that the device is depleting prematurely and has not triggered a voltage alert so far, but the actual and estimated battery voltages started to dissociate. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the implantable cardioverter defibrillator (ICD) has been removed and a new one has been placed. No additional adverse patient effects were reported.